Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID hh9020tdd; serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. Patient reported they were not able to connect to the pump for the past 3 days. Patient stated they were getting not found message on the handset screen. Patient stated they get 8 bolus a day. Agent asked patient to connect with the handset and communicator and patient said the handset getting stuck at 91% when they were trying to connect since this year. Agent confirmed bluetooth and location was on and turn off wifi. Agent confirmed patient did not have a fall or trauma. Communicator was charged to 94%. Patient mentioned they cracked the screen of the handset a year ago but the handset was working fine. Agent assisted patient with clearing the data on the personal therapy manager (ptm) and ptm connected to pump very fast. The troubleshooting steps that were taken on the call resolved the issue. 2025-nov-12 (B)(6): the document contained no new information regarding this event.